Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site and inadequate pain relief. The patient underwent an ipg explant procedure.